Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors and oxygen (o2) sensors failed. The customer reported there was no patient involvement.